Event description:
Per the audiologist, the patient fell and hit her head. Reportedly, after the incident, the patient could not hear well with the cochlear implant system. Results of an integrity test done in 2008 showed the implant was not functioning properly. The patient's device was explanted about 2 weeks later, and a new device was reimplanted during the same surgery.

Manufacturer narrative:
This type of event is addressed in the device labeling.